Manufacturer narrative:
Continued postal code e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and seroma-late. Device remains implanted.

Event description:
Healthcare professional reported right-side "textured to smooth exchange and grade 3 capsular contracture" and "large onset of fluid in the breast." The device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/02/2024.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported right-side "textured to smooth exchange and grade 3 capsular contracture" and "large onset of fluid in the breast." The device was explanted and replaced.